Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2014 and suture was used. During suturing of subcutaneous tissue, the needle broke. The incision was extended and hand-held retractors were used to visualize the subcutaneous tissue. The tissue was irrigated and explored but revealed no tip of the needle. Abdominal x-ray was performed. Due to the very tiny piece of the needle and location in the subcutaneous tissue, the procedure was not converted to an open operation to retrieve the tip of the needle. The procedure was completed with like device following irrigation of the subcutaneous tissue.